Event description:
During a procedure, the physician injected the mixture of cisplatin and lipiodol through the microcatheter (mc). Upon withdrawal of the mc form the guiding catheter, the mc was noted to be separated at the middle part. When he withdrew the guiding catheter (gc), the rest of the mc was found within the gc. During insertion of the mc into the gc no resistance was felt. There was no reported pt injury.